Event description:
The customer was hospitalized for low bgs. It was reported that their bgs dropped and the paramedics took pt to the hosp. The customer stated that the pump gave them an over fusion of insulin. The customer mentioned that they were disconnected during rewind and prime. The batteries were removed for more than one hour. Troubleshooting was performed. The programming and histories on the pump were accurate. Several days later spouse called back to report that the pump is delivering too much insulin causing the customer to be hospitalized. In addition, it was mentioned that the customer used the pump without any training. A replacement pump was requested.